Event description:
It was reported that during an abdominal plasty procedure the device's blade tip broke off after the case. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.